Event description:
A malfunction alarm with code "malf 0" occurred, and the pump reset instructions were needed because the fault ID was available but not previously reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support provided reset instructions, and the pump was reset successfully without the malfunction recurring. The customer was advised to continue using the pump and to report any future malfunctions. An email was sent to the parent or guardian notifying them of the event.